Event description:
It is reported that the pt was revised for a loose tibial component.

Manufacturer narrative:
Info was rec'd from a distributor who is not required to complete form 3500a. Eval summary: it is reported that the surgeon does not wait for cement to fully harden before implanting final articular surface or to go through final range of motion test, which differs from our recommendations. It is possible that, that contributed to the event. An x-ray was rec'd, showing that the components were implanted with the correct fit and orientation as per the surgical technique. Pt factors that may affect the performance of the components such as bone quality, height/weight, activity level, type of activity (low impact vs. High impact) are unk. A definitive root cause cannot be determined with the info provided. However, the complaint may be revised upon return of product or further info. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem.